Event description:
Pt had pacemaker implanted on 3/29/97. Sometime from the period up to 5/1/97, pt developed an infection and fluid around the implant site. On 5/2/97, the pacemaker was removed and replaced. The pt was placed on antibiotics.